Event description:
Per the clinic, the patient experienced pain and subsequently was treated with antibiotics (specific type, date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on march 23, 2022.